Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ipp cylinders were visually inspected and functionally tested. The cylinders performed within specification. The pump was functionally tested and failed the activation test, requiring more than 8lb. Of force to activate. Product analysis could not confirm the reported events of infection nor could they find a relationship with the identified malfunction. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the patient had an scrotal abscess, it was treated as an infection. All components were removed. No additional adverse events were reported.